Event description:
Technical services received a call on (B)(6) 2012 from sales rep. Possible "cracked" lead, limited information. Pt does have a temporary pacing wire, presumably is dependent, unknown if over sensing or ???the physician was dr (B)(6) . Unknown hospital. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).